Event description:
Additional information was provided that the pace/sense portion of this lead was surgically capped. A new rv pace/sense lead was implanted. Additional information was provided that noise had also been observed on the rv channel.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The channel c pumphead module was replaced.

Event description:
During service by baxter, a technician reported the colleague infusion pump's event history was found to contain a malfunction of an 810:11 failure code caused by an out of calibration channel c ail pcb (air in line printed circuit board). There is no adverse event, patient injury or medical intervention associated with this report. This event occurred during product evaluation. This is involving a pump with software version 5.04.00 which is categorized as unremediated. No additional information was available.